Manufacturer narrative:
Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Unique identifier: (B)(4). The hospital biomed rebooted the unit to resolve the issue. No repair information available.

Event description:
The hospital reported a malfunction causing a loss of mechanical ventilation during a case. The patient was manually ventilated to complete the case. There was no report of patient injury.